Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision. Interrogation revealed that the right ventricular lead exhibited noise. The lead was capped and replaced in a procedure on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Correction: b5 should have mentioned oversensing of noise.

Event description:
It was reported that the patient presented for a lead revision. Interrogation revealed that the right ventricular lead exhibited oversensing of noise. The lead was capped and replaced in a procedure on (B)(6) 2021. The patient was stable.